Event description:
It was reported the patient presented to the hospital for a device changeout. During procedure while suturing, the right ventricular (rv) lead was found dislodged as observed under fluoroscopy. The physician re-attempted to position the rv lead but was unable to deploy the helix. The rv lead was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues were isolated to blood/tissue in the helix region and overtorqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.